Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/17/2023. It was reported that the patient did not go to the hospital for this hypoglycemic event. The patient contacted dexcom to request a new transmitter as the previous transmitter was lost after the patient experienced a hypoglycemic event for which he had to call the paramedics. The day of the event the paramedics arrived and the patient and took off the sensor and transmitter. The patient did not allege at first that the dexcom sensor was reading inaccurate during the event but when asked how the hypoglycemic event happened, the patient stated that ¿it probably was off¿, and ¿it was probably off more than I realized¿. No symptoms were reported, no treatment was reported, and it is not known how much time the paramedics spent with the patient, but the patient confirmed that he was not brought to the hospital. At the time of the report, the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient contacted dexcom to request a new transmitter as the previous transmitter was lost after the patient experienced a hypoglycemic event for which he had to call the paramedics. The day of the event the paramedics arrived and the patient and took off the sensor and transmitter. No symptoms were reported, no treatment was reported, and it is not known how much time the patient spent at the hospital. At the time of the report, the patient was stable. No cgm nor blood glucose readings were reported from during the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.